Manufacturer narrative:
A label for the return of the pump was sent to the customer. The original pump was returned; however, no evaluation was documented, and the device has since been scrapped. It is not definitively clear whether or not the pump contributed to the customer's abscess. As there is no information to refute the customer's claim, a medwatch is being submitted. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported she was using the breast pump and developed an abscess on her breast from the pump. Customer stated she's no longer able to breastfeed.